Event description:
The sales rep on site for surgery reported the laser probe pulled the trocar out of the patients eye. The surgery was delayed maybe 10 minutes and a suture was required to close the wound. No additional anesthesia required. They were able to complete the surgery with no additional products.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.

Manufacturer narrative:
The needle quality is 100% checked on site before shipping. Also, the 55.70.25p does not come with a cannula or trocar. The trocar ID might have contributed to this failure. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.